Manufacturer narrative:
The analysis was normal, no anomalies were noted. The device was above the elective replacement indicator (eri). Bench testing was performed, which includes impedance, sensing, pacing, and high voltage (hv) shock output and the device was normal.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device is anticipated. The patient has been stable throughout.

Event description:
New information notes the device was explanted and replaced. The patient was stable before, during and after the procedure.